Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. Please note that a design change was implemented to minimize the occurrence of the opening issues. Please note the returned device was manufactured prior to the implementation of this change. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, although the device could be fired at the first and the second firing properly, the trigger could not be returned to the home position at the third firing. When the doctor pulled the trigger forcibly, the trigger was returned to the home position somehow. The device was stopped from being used anymore and another device was used to complete the case just in case. There were no adverse consequences to the patient. The doctor commented that there had been no torquing. Also, the device did not fire on other clips.